Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. The customer ate a bowl of cereal and the customer's house mate helped them get "orange fuse" and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.